Manufacturer narrative:
An event of aortic erosion and device movement was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, an 18mm amplatzer septal occluder was implanted. On (B)(6) 2018, device movement was reported. On (B)(6) 2018, the device was explanted. The user suspects the patient's aortic retro edge was too small and lead to the device movement. The patient was reported to be stable.